Manufacturer narrative:
Insulin pump received with high stop current due to c13 voltage leak on interface board. Pump passed displacement test, self test and off no power test. Pump received with corroded battery tube noted.

Event description:
The customer reported via phone call the insulin pump battery needs to be replaced more frequently. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis.